Event description:
It was reported the patient received the following results within 15 minutes: 400 mg/dl (system 1) and 46 mg/dl (system 2). The patient administered an unknown amount and type of insulin based on the 400 mg/dl result. The patient experienced hypoglycemia symptoms of shaking and tremors 15 minutes later with the 46 mg/dl result. The relatives of the patient assisted her by providing sugar water. At an unknown time, the patient received the following results within 15 minutes: 300 mg/dl (system 1) and 108 mg/dl (system 2). The same test strips were used for all of the results and for both meters.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.